Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The defective battery was discovered during pm by the fse. A new battery was ordered and shipped to the customer's biomed who installed it. Per the biomed, the battery fully charged to specification. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) detected an unusable battery. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11corrected field: d1

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) detected an unusable battery. There was no patient involvement, and no adverse event reported.